Event description:
Additional information received reported that the cause of the ins heating was not determined as the patient was not seen in the office. Patient requested a new recharger or battery for patient programmer. It was unknown if the ins heating while charging resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2019 product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type: recharger. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type: lead .product ID 977a275, serial# (B)(4) implanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 18-dec-2022, UDI#:(B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 18-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device and an implantable neurostimulator (ins). The reason for call was that the patient was having trouble charging. It took them 4-5 hours to charge the implant. The slightest movement would go from charging to not charging. Sometimes the remote would say no device found and they resolved it by hooking up to charge and it registered after 4 or 5 attempts. The implant location was painful and it was getting warm when they charged. Their back was irritated, painful, because they had to charge longer and the implant battery heated up when they charged because of extended amount of time they were laying there charging was causing back pain. They met a manufacturer representative (rep) at their healthcare provider (hcp) office. Patient services (pss) worked with the patient to do a visual inspection and the patient reported no visible damage, no heating and she's never had an error message and repeated that it takes a long time to charge. Pt stated that she has to wear the belt really tight and lay down to charge. The issue was not resolved through troubleshooting. The patient's relevant medical history included that the patient reported that they fell in 3 months prior on her butt where their ins is. As they fell they called their hcp and the hcp ordered x-rays there was no movement of the battery everything was all right she had very slight movement of the leads from c1-2 to dorsal top of c3, the loop was still secure and fine she still has pain relief coverage it just takes 4 hours to charge. During the call, patient also mentioned that she wondered if her recharging issue was due to the angle of her battery because "this is the second spot" she "had her battery."